Manufacturer narrative:
As reported, the galaflex mesh was implanted beyond its labeled expiration date. There was no adverse outcome associated with the patient reported. The event is confirmed as a use related error, with no malfunction of the device. There was no reported patient injury, or any medical/surgical intervention due to the issue. A lot number was not provided, as such a review of the manufacturing records could not be conducted. Note, the event date ((B)(6) 2025) is considered to be a best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, an expired galaflex was implanted in a patient. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue; the mesh remains implanted.